Manufacturer narrative:
An MRI technician called for MRI compatibility and additionally reported adverse events. On u/u/u a female patient of unknown age and medical history had two ev3 everflex self-expanding peripheral stents place in unknown vessels for unknown reasons. On (B)(6) 2013 the patient had a palmaz genesis stent placed in unknown vessel for unknown reason. On (B)(6) 2013 the patient had a smart control stent placed in unknown vessel for unknown reason. Attempts to obtain additional details were unsuccessful. The product remains implanted and is thus unavailable for analysis. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with implanting stents and is often associated with the progression of peripheral artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 9 initial and final reports associated with the same patient and were submitted under the following manufacturing report numbers 9616099-2015-00444, 9616099-2015-00445, 9616099-2015-00446, 9616099-2015-00448, 9616099-2015-00449, 9616099-2015-00450, 9616099-2015-00451, 9616099-2015-00452 and 9616099-2015-00453.

Event description:
MRI technician called for MRI compatibility and additionally reported adverse events. On (B)(6) patient had two ev3 everflex self expanding peripheral stents place in unknown vessels for unknown reasons. On (B)(6) 2013 patient had a palmaz genesis stent placed in unknown vessel for unknown reason. On (B)(6) 2013 patient had a smart control stent placed in unknown vessel for unknown reason.